Event description:
Report received from the USA stating that service was required for the device. During svc neuro-tip bent was noted. It is known the device was not used in surgery. It is known injury or medical intervention did not occur. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of neuro-tip bent was confirmed. During svc the device failed the visual assessment. If additional info becomes available a supplemental report will be submitted. (B)(4).